Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there were battery life alarms, and moisture behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 10-apr-2019 with the following findings: review of the pump¿s alarm history revealed frequent low battery warnings and replace battery alarms recorded. On investigation, the pump powered on normally. The electrical current draws were evaluated and noted to be above specifications. Further examination of the pump revealed moisture corrosion inside the pump on the transceiver board due to a crack in the pump case were moisture ingress was confirmed by leak testing. Investigation duplicated the complaint.